Event description:
It was reported that the patient presented in clinic for routine follow-up. An interrogation of the device revealed loss of capture. Low pacing impedance, and far r wave over-sensing, exhibited by the right atrial lead. Premature ventricular contractions were also noted. A chest x-ray revealed that the atrial lead had dislodged and was in the ventricle. The lead was subsequently explanted and replaced. The patient was stable.